Manufacturer narrative:
(B)(4).

Event description:
The customer reports a fracture of the central catheter. The drugs were replaced orally since the patient was difficult to puncture for peripheral access. The customer indicates patient complication of infection and intervention requiring broad spectrum antimicrobials.

Event description:
The customer reports a fracture of the central catheter. The drugs were replaced orally since the patient was difficult to puncture for peripheral access. The customer indicates patient complication of infection and intervention requiring broad spectrum antimicrobials.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for evaluation. The catheter body appeared to be cut. Microscopic examination revealed a partial separation between the distal extension line and luer hub. The point of separation was rough and jagged, indicating a stress tear. The returned catheter body was cut to 120 mm. The sample was functionally tested by attaching a water filled lab inventory syringe to each extension line and flushing. When the distal line was flushed, water leaked from the separation adjacent to the luer hub. No leaks were observed when the proximal line was tested. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed." The customer report of catheter leak was confirmed by complaint investigation. The returned catheter had a partial separation between the distal extension line and luer hub. A device history record review was performed with no relevant findings. Based on the condition of the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.